Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment; therefore, the reported cuff miss could not be confirmed. However, the link was detached at the swage end of the posterior cuff during the needle plunger retraction which would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional left leg arteriotomy procedure. Reportedly, a cuff miss occurred. A second proglide device was used and the knot would not advance. The knot was removed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.